Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-sep-2020. The most recent information was received on 03-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of device intolerance ('poorly tolerated contraception') and embedded device ('one essure device lost in the uterine wall') in a 41-year-old female patient who had essure (batch no. B44009, b85129) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "three essure devices implanted" from (B)(6) 2014 to (B)(6) 2020 and device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic periods"), adenomyosis ("adenomyosis"), iron deficiency anaemia ("iron-deficiency anaemia"), adrenal disorder ("adrenal hormonal imbalance") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (hysterectomy on (B)(6) 2020 with removal of one essure implant in the uterine wall and laparoscopic salpingectomy with 2 essure removals on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2014, the pregnancy with contraceptive device had resolved. On (B)(6) 2020, the device intolerance, embedded device, menorrhagia and adenomyosis had resolved. At the time of the report, the iron deficiency anaemia, adrenal disorder and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for adenomyosis, adrenal disorder, device intolerance, embedded device, fatigue, iron deficiency anaemia, menorrhagia and pregnancy with contraceptive device with essure. The reporter commented: placement of 3 permanent sterilization implants, one of which was lost in the uterine wall. Resumption of poorly tolerated contraception (adrenal hormonal imbalance), two essure devices with lot # b44009 were removed by laparoscopic salpingectomy on (B)(6) 2018. Due to hemorrhagic periods and adenomyosis hysterectomy on (B)(6) 2020, one essure device with lot # b85129 was removed (implant included in the uterine wall). Amendment: the report was amended for the following reason: after internal review, device problem code, annex a of mir were amended. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 03-sep-2020. The most recent information was received on 11-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of device intolerance ('poorly tolerated contraception') and embedded device ('one essure device lost in the uterine wall') in a 41-year-old female patient who had essure (batch no. B44009, b85129) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "three essure devices implanted" from (B)(6) 2014 to (B)(6) 2020 and device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic periods"), adenomyosis ("adenomyosis"), iron deficiency anaemia ("iron-deficiency anaemia"), adrenal disorder ("adrenal hormonal imbalance") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (hysterectomy on (B)(6) 2020 with removal of one essure implant in the uterine wall and laparoscopic salpingectomy with 2 essure removals on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2014, the pregnancy with contraceptive device had resolved. On (B)(6) 2020, the device intolerance, embedded device, menorrhagia and adenomyosis had resolved. At the time of the report, the iron deficiency anaemia, adrenal disorder and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for adenomyosis, adrenal disorder, device intolerance, embedded device, fatigue, iron deficiency anaemia, menorrhagia and pregnancy with contraceptive device with essure. The reporter commented: placement of 3 permanent sterilization implants, one of which was lost in the uterine wall. Resumption of poorly tolerated contraception (adrenal hormonal imbalance), two essure devices with lot # b44009 were removed by laparoscopic salpingectomy on (B)(6) 2018. Due to hemorrhagic periods and adenomyosis hysterectomy on (B)(6) 2020, one essure device with lot # b85129 was removed (implant included in the uterine wall). Batch no b44009 production date 2013-06-22 expiration date 2016-06-30. Batch no b85129 production date 2013-10-22 expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of device intolerance ('poorly tolerated contraception') and embedded device ('one essure device lost in the uterine wall') in a (B)(6) female patient who had essure (batch no. B44009, b85129) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "three essure devices implanted" from (B)(6) 2014 to (B)(6) 2020 and device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic periods"), adenomyosis ("adenomyosis"), iron deficiency anaemia ("iron-deficiency anaemia"), adrenal disorder ("adrenal hormonal imbalance") and fatigue ("fatigue") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (hysterectomy on (B)(6) 2020 with removal of one essure implant in the uterine wall and laparoscopic salpingectomy with 2 essure removals on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2014, the pregnancy with contraceptive device had resolved. On (B)(6) 2020, the device intolerance, embedded device, menorrhagia and adenomyosis had resolved. At the time of the report, the iron deficiency anaemia, adrenal disorder and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for adenomyosis, adrenal disorder, device intolerance, embedded device, fatigue, iron deficiency anaemia, menorrhagia and pregnancy with contraceptive device with essure. The reporter commented: placement of 3 permanent sterilization implants, one of which was lost in the uterine wall. Resumption of poorly tolerated contraception (adrenal hormonal imbalance), two essure devices with lot # b44009 were removed by laparoscopic salpingectomy on (B)(6) 2018. Due to hemorrhagic periods and adenomyosis hysterectomy on (B)(6) 2020, one essure device with lot # b85129 was removed (implant included in the uterine wall). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.